Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after 7 days of use a crack was observed at the tip of the inner cannula. Reporter stated the instructions for use were followed for cleaning. No adverse health outcome resulted from this event.

Manufacturer narrative:
One used inner cannula from a blue line® tracheostomy tube was received for product evaluation. The product was received without its original packaging. During visual inspection, the inner cannula was found to be broken. Inspection and testing of the returned devices could not determine the root cause of the reported issue; however no evidence was found to suggest an intrinsic manufacturing defect.